Manufacturer narrative:
An initial investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The analysis indicated that system performance had deviated from expected behavior. To further investigate the issue and identify the root cause, a return material authorization (RMA) was issued to retrieve the sensor for evaluation. However, the sensor was not received. A further review of the in-vivo raw sensor data revealed optical instability around the time-frame of the reported inaccuracies. In an associated complaint (MFR#3009862700-2025-02033), the customer reported infection at the insertion site, first observed on 23-nov-2025, with symptoms of swelling, pain and formation of pus. The onset of this infection likely contributed to optical instability and the resulting inaccuracies. The customer was provided with a replacement sensor as part of the resolution. B4.date of this report 16 feb 2026. G3.date received by the manufacturer? 16 feb 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4114,4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4310,22.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
D2b.corrected from sba to qhj.